Manufacturer narrative:
Additional information added to h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak was observed from the dialysate port connection. The filter was replaced to another polyflux 140h and the treatment was completed. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.